Event description:
It was reported that the user experienced a leaking insulin cartridge with a reported blood glucose of 401 mg/dl and observed insulin inside the ilet, with no visible cracks in the cartridge, and the device was replaced. The medical device problem and device component were not specified beyond insufficient information. Symptoms included urinary frequency, as well as tingling sensations associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available and insufficient information regarding the device component or problem mechanism. It was concluded, based on previously established findings for similar reports, that the cause was not established.